Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was normal and did not require medical treatment. Customer stated there were several other compromised force sensor system alarms in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to missing motor support disk. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.